Event description:
Pt's insert was revised due to pain and poly wear (B) (6). The pt was taken back to surgery again the same day because the surgeon decided the femoral component was also loose, at the cement/implant interface. Cement MFR is unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.